Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had gone offline. The field service engineer (fse) found the device with a black screen. Further inspection identified a short in full-height drawer 6. The fse replaced the retractor band, drawer board, and pyxibus board. The device was tested using the hardware test application, and the customer also verified proper operation. No further issues were reported. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station went offline, had black screen. Customer tried unplugging and changed to a different outlet, but it still did not work and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.